Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the left ventricular lead exhibited high threshold. The lead was explanted and replaced on (B)(6) 2015. The patient was stable.